Event description:
It was observed during the evaluation that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the tissue pad was worn out and partially peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad was worn out and partially peeled off. The identified malfunction 2 is inferred to have occurred through the following mechanism. 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.